Event description:
The distributor reported a defect in the packaging seal. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. A packaging test was performed and a breach was identified in the packaging. The complaint was confirmed. The damage to the seal is consistent with stress placed on the seal after sterilization due to the orientation the device in the shipping box. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.